Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic after receiving a vibratory alert, the device was found to be in backup vvi mode. A device download was performed. The device remains implanted. The patient will continue to be monitored.